Manufacturer narrative:
A review of the device history record (DHR) for the involved cartridge lot was conducted which confirmed the product met all quality criteria and manufacturing specifications prior to release. Biocompatibility of the device has been established. There is no evidence to suggest that a product malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage system one user guide includes allergic or adverse reaction as potential risks associated with dialysis treatments and also includes warnings to observe the patient and monitor physical status for potential complications.

Event description:
A report was received on (B)(6) 2019 from the home therapy nurse (htn) regarding a (B)(6) year old male with unspecified comorbidities who experienced hypotension, dizziness and hives on his access arm towards the end of his first hemodialysis treatment using the nxstage system one on (B)(6) 2019. Treatment was terminated with a saline bolus and no further symptoms were reported.